Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6) ,implanted:(B)(6) 2021, explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 12-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump indicated for spinal pain. It was reported that the communicator was not holding a charge and the charging cord didn't stay in the port. The patient stated this had been going on for a couple months. The patient mentioned they had another charging cord, but the patient couldn't fit the cord into the port. The patient was able to successfully pair the handset they just received with the communicator and to their pump, then delivered a bolus. Agent sent email to repair for replacement. (B)(6) 2023 (B)(6) update (con): document contains no new information regarding event.